Event description:
On (B)(6) 2012, the lay user/patient's friend and/or family member contacted lifescan (lfs) to report that his onetouch ultra2 meter was set to the incorrect language. This complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist (mss) was unable to reach the patient and/or reporter by phone for additional information. The reporter informed the cca that the subject meter was set incorrectly on (B)(6) language. The reporter did not know for what period of time the subject meter was set to the incorrect language. The reporter also did not know what medications, if any, the patient was taking to manage his diabetes or if he made any changes to his usual diabetes management regimen due to the alleged issue. The reported informed the cca that on the evening of (B)(6) 2012 the patient was treated in the ER with IV fluids after obtaining a blood glucose reading over 500 mg/dl with an ER/hospital meter. At the time of troubleshooting, the cca assisted the patient with correcting the language setting back to english. This complaint is being reported because the patient was reportedly treated for hyperglycemia by an hcp, potentially after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.